Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia, with the device displaying high readings for approximately three hours and a reported glucose value of 476 mg/dl, and cause was unclear. Symptoms included elevated blood glucose. Outcomes included no reported injury, no hospitalization, and user education provided. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction reported and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.